Event description:
It was reported that the patient presented in clinic with non-sustained right-ventricular oversensing. Upon interrogation of the cardiac defibrillator, post-paced t-wave oversensing was noted on a stored electrocardiogram. The patient did not receive therapy due to the oversensing. Programming changes were made, and the patient was asymptomatic during this event.